Manufacturer narrative:
The insulin pump alarmed with a button error followed by intermittent buttons due to moisture damage at the keypad traces. The following cosmetic damage was also noted: cracked case at display window corners, display window, reservoir tube, reservoir tube window, reservoir tube lip, and battery tube threads. The unit also had minor scratches on the lcd window. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; the father stated pump alarmed during normal playing. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.